Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the upper lip with 1 syringe of juvéderm vollure¿ xc. That day, the patient experienced ¿swelling, bruising, blister lip, and necrosis¿ that was described as ¿vascular compromise of the superior labial artery with migration of product into the lateral nasal and possibly angular artery.¿ the patient was treated with 15 vials of hyaluronidase in 4 or 5 different sessions. The patient was referred to another doctor who performed dopler study and by then, ¿all perfusion was adequate.¿ no further treatment with recommended but the injector provided another via l of hyaluronidase. The event resolved, and ¿it may take 4 weeks to complete the healing process, but full recovery is expected without scarring or loss of facial tissue.